Event description:
Additional clarification noted that ts confirmed oversensing when it comes to this case.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were two right ventricular (rv) leads when it comes to this patient and one of the rv leads had migrated into the atrium and was oversensing causing inappropriate therapies. The rv sensitivity was increased. Boston scientific technical services (ts) reviewed the case and could not see any oversensing and discussed increasing the zone duration. Ts also discussed doing an x-ray to check lead position. No adverse patient effects were reported.